Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot. The insulin pump passed displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm test. Unable to prime during the prime test due to faulty force sensor.

Event description:
Customer reported receiving a button error alarm on the insulin pump when attempting to deliver a bolus. She stated that the act button was unresponsive. The blood glucose reading was 516 mg/dl. Customer stated that she had gone swimming but that she had unclipped the insulin pump and was not sure if it could have been splashed with water. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.